Event description:
It was reported that a merlin.net transmission showed the device in backup vvi mode. The patient was asymptomatic. The patient was brought into the clinic and a device code download was performed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.